Manufacturer narrative:
As no lot number was provided a DHR review could not be completed. As no lot number was provided a review of capas and ncrs could not be completed. Risk analysis and previous complaints: cerapedics risk analysis document ra-001, revision 23 (putty) was reviewed. The failure mode identified in this complaint is already identified under line item 40 - "wound complications including hematoma, site drainage, and infection." Therefore, no updates to the risk assessment are required. There have been 6 (six) previous complaints related to this potential failure mode. Based on the total number of units distributed (n= (B)(4)) the observed rate is 0.002%. The mitigated risk probability for this potential failure mode is estimated to be 2 or an estimated occurrence rate of 0.25%. Therefore, the benefit-risk analysis remains unchanged. Us putty IFU (p/n 40002-07-4) lists the following as a potential adverse event: "wound complications including hematoma, site drainage, infection dehiscence and/or necrosis". As such, no updates are required for the IFU.

Event description:
In a converstation at nass, surgeon stated that he had a case with a sterile seroma. In follow-up email, surgeon stated that the patient required surgical intervention to drain the seroma and has since made a good recovery.